Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was sent to service center for service and repair. Per service manual operational and diagnostic analysis confirmed reported issue and an additional issue was found. Error code 200 ref 14 was displayed as soon as unit was powered on. This was caused by humidity that damaged the vfd pins. The vfd was replaced to address the reported issue. Also additional issue occurred during electrical safety test; unit failed mains to earth test. The psu was replaced to correct the problem. Broken cheesehead screws, dented top and base plate were replaced. Scratched fascia and corroded socket assembly were replaced, fascia label and membrane panel were replaced due to the replacement of the fascia. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Performed service bulletins scbr23 and fscb47. A review of device history is not possible since the device was upgraded and the records are not available. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this serialized device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the vapr iii generator which was rep owned had internal error 200-12. The device was not in use and there was no delay or patient harm. Additional information received via email from our affiliate on 09-07-2017. This generator belongs to rep. It was given to rep from the previous sales rep who ran the territory, and the rep tried turning it on and that is when he found out about it not working. There was no case linked to this complaint.